Event description:
The medical center had an impella cp support which was supporting a patient, in need of hemodynamic support during coronary angioplasty, via an axillary access. The pump was explanted after over an hour of support due to the limb becoming ischemic. The limb ischemia was diagnosed by the lost pulses in the arm.

Manufacturer narrative:
The medical team discarded the impella product at explant. No benchtop analysis to root cause is possible. The patient was known to have peripheral arterial disease, and as such underlying native anatomy could have contributed to the limb ischemia. Should more information be shared, that leads to definitive cause, a final report will be filed.